Event description:
Facility originally reported that a blade, broke during periodontal surgery, no pt injury recorded per dr. Additional info: dr reports that no radiographs were taken because it was clear that both pieces of the blade were accounted for.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.